Manufacturer narrative:
Device evaluation: the product was discarded by the customer. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 21.5 diopter intraocular lens (iol) was explanted from a male patient's left eye due to patient experiencing excessive glare, halos decreased acuity and blurry vision. Furthermore, the physician noted that there was lens dislocation. The lens was replaced with a zma00 20.5 diopter iol. There was no incision enlargement and patient has recovered. Additionally, it was reported that the lens was discarded and not available for evaluation.